Event description:
The pt had a lumbar fusion of l5-s1 for spondylolisthesis in 1994 wqith a bone graft andd placement of pedicle screws on the r & l side. Pt's back fused on x-ray clinically. The r s-1 pedicle screw is frcatured, but the remainder of the screws are all fine. Pt has left sided pan and wants his hardware out, but has no symptoms from the broken screw. The pt has the device.